Event description:
The customer reported to olympus, the evis exera iii video system center displayed error code b30. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a scope malfunction. However, the specific cause of the scope malfunction was not established at this time. Olympus will continue to monitor field performance for this device.